Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) couldn't seal the puncture point with poor results. Hemostasis was achieved by manual compression and immobilization of the body surface with the left hand. There was no reported patient injury. A 6f non cordis short sheath was used. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the event. Patient related events cannot be duplicated in the lab and therefore, without procedural films, the event cannot be observed. In addition, the device was received fully deployed with no anomalies noted. The exoseal instructions for use (IFU) provide information in which users are instructed that if hemostasis has not occurred, to continue applying light manual pressure to achieve hemostasis as was done in this case. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) couldn't seal the puncture point with poor results. There was no reported patient injury. A 6f non-cordis short sheath was used. The device was not returned for evaluation, as was initially reported.